Manufacturer narrative:
Qc at the customer site was acceptable. No issues were identified during a review of the pre-analytical data provided. The field service engineer (fse) found that the reaction cell segment had been incorrectly installed during monthly maintenance; this was replaced and correctly installed. Rinse levels, probe adjustments, pump pressures were checked. Cell blank errors/abnormal were observed on the alarm trace. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c513 analyzer. Patient 1 initial result was 14.2% with a data flag. The repeat on a different c513 analyzer was 5.3%. Patient 2 (female with date of birth of (B)(6) 2005 initial result was 11.7% with a data flag. The repeat on a different c513 analyzer was 5.7%. On (B)(6) 2020 patient 3 (male with date of birth of (B)(6) 1941 initial result was 12.6% with a data flag. The repeat on a different c513 analyzer was 5.5%. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The a1cx3 reagent lot number was 43733801 with an expiration date of 31-mar-2021.